Event description:
It was reported that the patient presented with an infection post device change out. Antibiotic treatment was necessary. The previously capped right ventricular lead was removed by extraction. Post extraction there was a tamponade/effusion and the surgeon opened the chest to remove the blood. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.